Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the plate was bent. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2017, it was reported that the plate was bent. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) 6 times as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the plate was bent and the side plates, bushing, ball detents, comb, roller, gear, shoulder bolts, stabilizer feet and washers were replaced. Initial qa inspection of the skin graft mesher by zimmer biomet surgical on march 29, 2018 revealed the comb was severely damaged and bent. The roller gear was showing signs of wear. The ratchet functioned as intended. Repair of the skin graft mesher was not performed by zimmer biomet surgical since at the time of this investigation the customer has not made a decision on the aged repair quote. The reported event ¿the plate was bent¿ was confirmed since during initial inspection the comb was bent. The root cause of the bent plate cannot be specifically determined with the provided information since it is unknown how the comb became bent. The comb must be inserted in the horizontal position before the cutter is installed to avoid damage to the comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.